Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition. Technical services recommended performing aggressive lead integrity testing at the next in clinic follow-up. At this time, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition. Technical services recommended performing aggressive lead integrity testing at the next in clinic follow-up. At this time, this rv lead remains in service. No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.